Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had a blank display. The display returned after inserting a new battery. The insulin pump made a loud squealing noise after the battery was changed. Nothing appeared on the screen except the time, the piston, a closed circle, and the battery icon with two bars. The customer was unable to clear the alarm with the constant tone. The constant tone disappeared after inserting a new battery. The self-test passed. In the alarm history unexpected restart, external error, motor error, no delivery, and watchdog timeout alarms were found. Customer's blood glucose level was 304 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.